Event description:
It was reported that the surgeon chose to remove the implanted xr and revise to a bcs.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. The patient impact beyond the component exchange cannot be concluded. No further medical assessment could be rendered. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.